Manufacturer narrative:
There was no death associated with the defibrillation. Device evaluation of electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any belt malfunction related to the defibrillation event. Device evaluation of monitor sn (B)(4) was completed. The reported problem (ECG not available) was confirmed. As received, the monitor was unable to mount the sd card at device start-up. This failure did not affect the device's ability to detect an arrhythmia and deliver a treatment defibrillation. The monitor passed all functional testing upon receipt. Device manufacture date: monitor sn (B)(4) - (reuse); electrode belt sn (B)(4) - 03/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The treatment was delivered at 16:26:27 on (B)(6) 2015. The ECG at the time of the shock is not available for review. The patient was at home at the time of the event and was conscious but reportedly unable to press the response buttons. Given that the patient was conscious, the treatment was likely inappropriate. The response buttons were only pressed after the treatment was delivered. The patient went to the hospital following the event and ended use of the lifevest in order to receive an ICD.